Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and, based upon the log data, confirmed the reported complaint. The device was rebooted to resolve the issue, then passed all other tests and was returned to patient service. As the display of the triangle error message alerted the user to the device¿s condition prior to use, it prevents use of the device until resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, a triangle error message displayed on the arkon. The unit was not in patient use when the issue was discovered. No injury was reported.